Event description:
A malfunction was reported on the customer's pump. The customer was unsure if their blood glucose level exceeded 500 mg/dl due to the issue. Tandem technical support arranged to send a replacement pump with updated software, and the customer was advised to use an mdi as backup therapy. The customer was instructed on how to return the problematic pump.